Event description:
It was reported that during an unknown procedure, it was observed that the device buzzed for a few seconds and then stopped completely at the 5th firing. Changed to a new one to complete the procedure with a delay of five minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/29/2025. D4: batch #291d21. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage the jaws and trigger in the close position and with one gst45w reload loaded. The reload was received fully fired. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the pcb and on the components. No functional testing could be performed due to the returned condition of the device. One possible cause for this condition may be exposure of cleaning solutions. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #m9a790, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 291d21, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.